Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the issue occurred on (B)(6) 2016 at 11:20am. The patient manages his diabetes with humalog and lantus insulin and the reporter denied that the patient made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that the patient had developed a symptom of "shaking" prior to the alleged issue occurring and that at 11:20am the patient was given food or drink by a nurse. During troubleshooting the cca noted that the test strip completely drew up sample, that the correct test strips were being used and when the patient was walked through a retest the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the meter issue occurring. This complaint is being reported as the alleged issue was not resolved with troubleshooting.